Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was home sleeping and heard their system controller alarm. They thought the batteries needed to be replaced, but when they got up they felt dizzy and weak and passed out hitting the left side of their head. The patient was admitted into the emergency room (ER) and was found to have a subdural hematoma (sdh) with midline shift. Their log files were sent in for review, but technical services only found persistent clusters of pulsatility index (pi) events. It was communicated that the patient had a crani to remove the blood, and it was believed that the position of the inflow cannula caused the episodes of dizziness as it was pointed towards the septum. The patient remained an inpatient, anticoagulation had not been restarted as of (B)(6) 2021. Neurosurgery and CT surgery plan to discuss the appropriate time for surgery to reposition the inflow cannula.

Event description:
It was later communicated that the patient also had low flow alarms and a decrease in pump speed from 5400 rpm to 5200 rpm; the low flow events occurred prior to the speed change. The patient experienced syncope during these events. Log file analysis showed low flow events with high pulsatility index (pi) readings; 108 pi events were observed on (B)(6) 2021 from 10:15:51 to 11:55:51, and the suspected cause of this significant amount was a malposition of the inflow cannula, as it was facing the intraventricular septum. The patient's ventricle was small so the patient was treated with volume and lowering the pump speed to 5000rpm. These actions subsequently lowered the frequency of the low flow events. On (B)(6) 2021 and (B)(6) 2021 log file analysis showed a number of low flow flags which did not persist long enough to trigger low flow alarms. Since the set speed change the power and flow had decreased and the pi events were still occurring.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported syncope, bleeding, and inflow conduit misalignment could not conclusively be established through this investigation. The evaluation of the submitted log files confirmed the reported low flow alarms. The controller event log files captured transient low flow fault flags, resulting in 3 low flow hazard alarms on (B)(6) 2021. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic and lvad event and periodic log file captured low flow events on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The log files appeared to capture the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20oct2020. The most recent revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU lists bleeding and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. Heartmate 3 lvas patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information provided. The manufacturer is closing the file on this event.